Event description:
It was reported that the external pulse generator's front case needed replacing, that the screw at the bottom was broken which affected the function of the battery drawer. It was further reported, in the technical services call, that when the clinician presented the generator to the biomedical engineer they stated that it "was not pacing correctly." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator was not pacing correctly, but did confirm that the upper and lower cases were broken and determined that the battery release and battery drawer were contaminated. Analysis also found that the side bail covers and ring cover were broken and that the battery contacts were compressed. All were replaced. (B)(4).